Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system had medication order issue. A technical support specialist advised the customer to adjust the settings in order to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had medication order issue. The customer reported that there was delay in dispensing medications. There were no adverse events or injuries reported based on this event.